Manufacturer narrative:
The devices were not returned for analysis as they were retained by the medical facility. As such, physical analysis was unable to be performed. However, it was confirmed these devices met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A review of the instructions for use (IFU) confirmed that infection and implant site complications such as pain, poor healing, redness, warmth, swelling or wound reopening are known risks with use of dbs. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Additional suspect medical device components involved in the event: model number/catalog number: nm-3138-55 serial number: (B)(6). Batch/lot number: 7137120 model/catalog description: 55cm 8 contact extension unique identifier (UDI) #: (B)(4). Model number/catalog number: nm-3138-55 serial number: (B)(6). Batch/lot number: 7138678 model/catalog description: 55cm 8 contact extension unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection with symptoms of redness and pus at the implantable pulse generator (ipg) pocket site. Therefore, the patient underwent an explant procedure during which the dbs system was removed. The patient has fully recovered postoperatively. The explanted devices will not be returned as they were retained by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: nm-3138-55 serial number: (B)(6). Batch/lot number: 7137120 model/catalog description: 55cm 8 contact extension unique identifier (UDI) #: (B)(4). Model number/catalog number: nm-3138-55 serial number: (B)(6). Batch/lot number: 7138678 model/catalog description: 55cm 8 contact extension unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection with symptoms of redness and pus at the implantable pulse generator (ipg) pocket site. Therefore, the patient underwent an explant procedure during which the dbs system was removed. The patient has fully recovered postoperatively. The explanted devices will not be returned as they were retained by the medical facility.